Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the log. The device's board was replaced to address the issue. Additionally, the outlet flow path, blower, right side assembly were replaced for a life related smell, which was not related to the malfunction/issue.